Manufacturer narrative:
G3 initial awareness date was 29may2026. The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the 60-6085-201a medium, uterine manipulator, device was being used on (B)(6) 2026 during a robotic assisted tlh, bilateral salpingectomy, r oophorectomy, cystoscopy procedure when it was reported ¿see incident report.¿. Further assessment questioning found that ¿the vcare was used to manipulate the uterus. The screw on the handle was tightened appropriately. During the case, the vcare perforated the uterus causing an injury to the bladder which was found during the cystoscopy. The screw had become loose during the procedure. It was also reported that the procedure was converted to a robotic-assisted diagnostic laparoscopy.¿. The procedure was completed and there was no report of extended stay for the patient. The current status of that patient was reported as ¿doing well. No complaints.¿ this report is being raised on the reported injury due to the patient obtaining a perforated uterus.